Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent was explanted. The target lesion was located in the circumflex artery. A 3.00 x 16 mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and was deployed to treat the lesion. However, when the physician pulled the guide wire back at the end of the procedure, the stent was pulled back with the guide wire. The device was completely removed from the patient's body. The procedure was then completed with a 3.0 x 20 mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. The stent was returned loaded onto a snaring device. A visual examination of the stent found it to be completely stretched out and distorted. As the stent was too damaged to measure the outer diameter the manufacturing data was retrieved and is within specification. The balloon profile was reviewed and no issues were noted. It was evident that positive pressure had been applied to the balloon, there was also evidence of the inflation medium noted along the inner/outer lumen. The balloon wings appear to be more relaxed on the distal end of the balloon. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually examined and slight tip damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent was explanted. The target lesion was located in the circumflex artery. A 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and was deployed to treat the lesion. However, when the physician pulled the guide wire back at the end of the procedure, the stent was pulled back with the guide wire. The device was completely removed from the patient's body. The procedure was then completed with a 3.0x20mm synergy stent. No patient complications were reported and the patient's status was fine.